Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that post procedure, the patient developed multi-organ failure and passed away. Medications were given for treatment unsuccessfully. No additional event or patient information is available.